Event description:
It was reported that the patient had high impedance, with an impedance check showing electrodes 13, 14, and 15 reading greater than 40,000. The issue was reported as ongoing and not resolved. The patient reportedly had a fall roughly 8 weeks earlier and stated the battery site was hit during the fall. Troubleshooting was performed by reprogramming away from the affected electrodes, after which adequate stimulation was obtained. The patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.